Event description:
It was reported that after a fall, patient's ipg migrated and patient experienced electric/pulsating shocks which caused pain at the ipg site . As a result, surgical intervention took place on (B)(6) 2024, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: corrected d9 - device available for evaluation? To yes (previously selected no).

Manufacturer narrative:
The report of ¿shocking sensation or discomfort at ipg site¿ was not able to be confirmed. Analysis of the returned ipg did not identify any anomalies, it communicated with lab utilities, and passed all tests on the ate (automated test equipment). Discomfort or ¿shocking sensation¿ can sometimes be associated with patient anatomy and/or the location of the ipg pocket site.